Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving vibratory alerts, the device was found to be in backup-vvi mode. It was noted that the backup was due to extensive charging caused by lead noise. The patient was stable. A system replacement was suggested.

Event description:
New information received indicates that the device was explanted and replaced. The patient was okay post-procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The por was due to low battery voltage caused by excessive hv charging.